Manufacturer narrative:
One medfusion 4000 pump was received to investigate the reported event. The pump was received with a cracked right plunger case. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate the reported issue, a power up process was performed. The reported issue was confirmed and the device was unable to power up. This was due to the main pc board no longer operating properly as a result of normal wear. The pump is over 8 years old. The main pcb was replaced, and technicians performed a power up process and uploaded software. No further actions were taken.

Event description:
Information was received regarding a medfusion 4000 pump . It was reported that the device had faulty power board. It is unknown if there was a patient involved.